Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 500 mg/dl. Customer's blood glucose level at the time of incident was 519 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer stated that the infusion set was bent which caused the high blood glucose. The customer was treated for the high blood glucose with shots and changing infusion set. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.